Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle mesh. Later pt experienced leaking urine when coughing, mesh erosion.; excisions of the mesh were performed.